Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of enterococcus faecalis which are bacterium normally found in the intestines and is often associated with peritonitis caused by touch contamination. Therefore, based on the reported information, the peritonitis can be attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) had a previous peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria enterococcus faecalis and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with vancomycin and cefepime intra-peritoneal (ip) on an outpatient basis. It was stated the patient is recovering from the event and continues pd with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange as multiple family members were assisting the patient perform pd treatments.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) had a previous peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria enterococcus faecalis and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with vancomycin and cefepime intra-peritoneal (ip) on an outpatient basis. It was stated the patient is recovering from the event and continues pd with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange as multiple family members were assisting the patient perform pd treatments.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in infection control at home. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed. The alleged event is confirmed since the incident was caused by the user.

Event description:
During follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) had a previous peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria enterococcus faecalis and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with vancomycin and cefepime intra-peritoneal (ip) on an outpatient basis. It was stated the patient is recovering from the event and continues pd with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange as multiple family members were assisting the patient perform pd treatments.